Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the device in backup vvi due to a non-masked interrupt. After a software download was performed, the device was able to successfully be interrogated.

Event description:
It was reported that a device was unable to be interrogated and early battery depletion. The device was explanted and replaced.